Event description:
On (B)(6) 2011, an aortic valve replacement was performed with this 23 mm sjm trifecta valve. Approximately four years post procedure, the patient presented in (B)(6) with dyspnea, paroxysmal chest oppression attributed to valve deterioration with severe aortic insufficiency post endocarditis. The patient was admitted to the hospital on (B)(6) 2015. It was reported the patient was discharged (date unknown). The valve will not be explanted. A transcatheter valve-in-surgical valve procedure is scheduled for (B)(6) 2015.

Event description:
The transcatheter valve-in-valve procedure that was expected to be performed has been postponed. The trifecta valve remains in situ.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).